Event description:
Hologic received a report on 11/6/2007 from ge, who functions as a service provider for the hospital that owns the unit, that the telescoping column dropped down. Tube crane extended down rapidly and bruised the technologist's arm. The ge field engineer removed and replaced transverse carriage/column assembly and calibrated the system. Released system to the customer for normal use.

Manufacturer narrative:
The field engineer who serviced the unit, reported to hologic that the customer reported a problem with the tubecrane several days prior to the incident. The physicist had difficulties moving the tubecrane. The engineer attempted to schedule a service visit at that time, but was denied access due to the heavy use of the room. The field engineer was called in, when the device malfunctioned. The field engineer provided service report for the repair and also the previous three pm reports, which took place in accordance with the user manual every 6 months. Hologic has reviewed this incident, the safety features of the device, which include a safety mechanism designed to prevent sudden telescoping of the tube arm. Per the report, the equipment appear to be operating as design with the safety stop engaging as designed. The MFR of these devices was discontinued in 2002. This device was manufactured in 1995 and based on the info obtained, the conclusion is that the failure occurred due to the age of the device, due to the neglect of the operator to allow repair when the system exhibited symptoms, and that the safety feature of the device operated as designed.